Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a shock due to twave oversensing. The patient normally runs sinus bradycardia at 50-60, but recently has an intrinsic rate of 90 bpm. There were 230 nst episodes observed. It was noted that with chronic leads in place, the potential exists for lead to lead interaction. The device and the lead were replaced. No further patient complications have been reported as a result of this event.